Manufacturer narrative:
Corrected manufacturing site. Investigation summary: customer returned (9) sealed 4mm, 32g pen needles from lot # 6355751. Customer states that she gets a rash almost like a welt when injecting the 4mm nano. All returned pen needles were tested for point geometry, lube, and cannula od (specs: outer diameter for 32g: 0.0090¿-0.0095¿). As per manufacturing, a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that when using a 32 g x 4 mm bd ultra fine¿ insulin pen needle the patient gets a welt at the insertion site after use. No medical intervention.